Event description:
The patient called in wanting to place order. She asked if we had another island dressing, she could use. She stated that the island dressings she is currently using, make her itch. She stated that she scratches so much to the point of bleeding. Will reach out to the patient's pd to see about using alternative dressings to help with itching. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).